Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, they pulled the 52/36 +4 10 degree trial liner out the cup then placed it on the table but did not examine it. Then, they placed the 52 +4 10 degree liner in the cup, placed the stem in, reduced and finally started to close the hip. When they checked the trial liner on the table, they noticed that the c clamp on the top of the screw was missing. They don't know if there was a c clamp to begin with. They took xrays of the patient intra-op but there was nothing seen. They repeated the xray post-op but nothing was seen as well. They never found the missing c clamp.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.